Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for check circuit and the patient was not able to breathe unless ventilation support was provided. The ventilator wasreplaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and blocked the airflow delivery route to deliver airflow properly and caused the issue. The inlet air path assembly needs to be replaced to address the issue.after receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section b1, b2 and h1 has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator was alarming for check circuit and the patient was not able to breathe unless ventilation support was provided. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and blocked the airflow delivery route to deliver airflow properly and caused the issue. The inlet air path assembly needs to be replaced to address the issue.